Event description:
(B)(4). "Event desc: pt was on viasys avea ventilator for use of heliox. Low o2 alarm for sensor alarmed despite attempt to recalibrate with 100% fio2. Heliox was turned off and pressure hose for medical air connector was attached to back of vent. Pressure hose was placed in the wall connector. At that time the alarm for no ID was displayed on the screen. Pt's spo2 remained at 99%-100%. Avea ventilator was removed from room and the pt was placed on another ventilator with no difficulty." "Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)".

Manufacturer narrative:
Add'l 510k#: k022674, k062093, k073069. (B)(4): the carefusion post market quality assurance dept sent a letter to the user facility seeking add'l info concerning the reported event, the condition of the pt and the repair of the device. As of the date of this report, there has been no response from the user facility. Once the user facility provides us with add'l info, a follow-up medwatch report will be submitted.